Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade unknown. Further information from the reporter regarding the events, product, and patient details have been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "pains in the region of the breasts", "breasts were hard, feverish (hot) with much pain and sensitive in the nipples." An MRI identified capsular contracture, baker grade unknown and "radial folds". The device remains implanted.

Manufacturer narrative:
Reason for reoperation: capsular contracture (grade iii).

Event description:
Additionally, healthcare professional reported left side "palpable capsular contracture (baker grade iii)". The device has been explanted.